Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 20 mg/dl and the cause was not known. Paramedics treated the customer at home and bg elevated. The customer requested assistance with adjusting the pump settings prior to resuming pump therapy. Tandem technical support advised the customer to discuss the settings with a healthcare provider.